Event description:
A patient reported she received her first treatment on 7/16/93 into the nasolabial folds. She immediately developed bumps at the treatment sites which she believed was the collagen material visible in the skin. The bumps resolved in a few days with gentle massage to the areas. A return visit on 8/13/1993 indicated no complications. In approximately 8/1996, the patient developed blurred vision in the right eye. Based on the results of an MRI and spinal tap, a diagnosis of multiple sclerosis and optic neuritis was given. No medical or surgical intervention was prescribed.

Manufacturer narrative:
On 8/26/97, the injecting physician believed that the optic neuritis and multiple sclerosis were probably not related to the collagen.